Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 35 mg/dl at the time of the event and reported the continuous glucose monitoring was giving a false reading. Troubleshooting was performed and found that the customer was admitted to the hospital. The customer was not reporting symptoms as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was active at the time of the event. The pump was not exposed to the strong magnetic field. The blood glucose value at the time of the emergency room was 35 mg/dl. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Ozp-mmt-7020la-snsr, ozp-mmt-7911na-xmtr, frn-mmt-332a-rsvr, unomed inf set. Updated summary: customer went to the emergency room on (B)(6) 2023 for a low blood glucose of 35mg/dl. Customer indicated the continuous glucose monitoring system was reading 260 mg/dl. Pump returned under (B)(4).

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.